Event description:
Guidewire, upon insertion, met resistance, was unable to gently remove guide wire. Dates of use: 2009. Diagnosis or reason for use: PICC line insertion. Event abated after use stopped or dose reduced?: yes.